Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the hemoglobin (hgb) chamber was cloudy due to a film inside the chamber. The fse replaced the hgb chamber, which resolved the failing backgrounds and flags on controls. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported hemoglobin (hgb) blank shifts and hgb background failures on the unicel dxh 800 cellular analysis system when running daily checks. The customer also reported the instrument was generating r flags when running the 6c controls. The customer stopped using the instrument. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.